Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently underwent skin revision surgery on (B)(6) 2017 to excise skin.